Event description:
The electric system 6 dual trigger rotary handpiece was returned to stryker instruments for service, and during functional evaluation it was noted that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event through service, bias current error, was confirmed. During testing the service technician detected a bias current error when attached to a core console, which caused the device to not start. It was found that the potted trigger failed and required replacement, which was determined to be the primary failure and root cause of the reported event.